Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Threshold and capture were found to be increased during a follow-up appointment. An x-ray examination revealed that the lead was dislodged. It was the opinion of the physician that the lead had not been affixed properly at implant. The lead was explanted and replaced without further issue. The patient was stable.